Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the device caused or contributed to an adverse event. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: during investigation, the pump was returned with all of the keypad buttons responding properly. The original complaint could not be duplicated. There was no evidence of physical damage to the keypad. When the keypad was removed, there was no contamination found.